Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak on the left side of the coulter lh 780 hematology analyzer. Customer reported that the leaking liquid was clear with a faint red tinge. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the duro tubing at pinch valve pv115. The fse replaced the tubing.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).